Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low hemoglobin a1c (%hba1c) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported outside the laboratory. When the low %hba1c results were detected, the reagent cartridges were replaced, and the samples were rerun, producing higher %hba1c results within the normal reference range and amended reports were then sent out. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event a1c and hb qc results were within the lab's established ranges. At the time of the event, hb qc results were within range, but a1c qc results were out of range. Using another hba1c2 kit which had the same lot number, but different delivery date corrected the problem.